Event description:
Patient was implanted with a non-customized matrixmandible plate approximately four to five years ago, specific date unknown. Post-operatively, the plate broke. On (B)(6)2013, surgery was performed to remove the plate and screws and implant the new matrixmandible plate. This report is for an unknown matrixmandible plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted approximately four to five years ago on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Operative report received. Additional information provided.

Event description:
Update from op report received. The original implant surgery took place in (B)(6) 2010. The patient was implanted with a mandibular titanium reconstruction plate. The patient reported to the surgeon that approximately 1 month prior to the (B)(6) 2013 revision, she felt her implanted plate break while she was eating. She subsequently felt jaw pain, malocclusion, and drift of the mandible to the left. At revision, the surgeon explanted the plate and 8 screws, 4 at each end and implanted a new customized plate. This is 1 of 1 follow-up report for (B)(4).